Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported that the pump was not delivering any insulin, a pairing issue due to the device not found for both the transmitter and minimed mobile application. The customer reported a blood glucose value of 1654 mg/dl. The customer was treated in the hospital with manual injection/insulin pen. The event involved product(s) mmt-1884, mmt-342, mmt-7040a, mmt-431ag. Troubleshooting was declined by the customer. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-1884, mmt-342, mmt-7040a, mmt-431ag.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Customer returned pump for an alleged possible under delivery anomaly, pump/transmitter communication anomaly, pump/mobile (bluetooth) communication anomaly and was hospitalized for high bgs/dka found on (B)(6) 2025 (per ss event date). On svn#: (B)(4) - customer returned pump for an alleged visit to emergency room/was hospitalized for high bgs found on (B)(6) 2025. On svn#: (B)(4) - customer returned pump for an alleged pump/transmitter communication anomaly found on (B)(6) 2025. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08760 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2025. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the primary svn#: (B)(4) event date of 25-may-2025 and related svn#: (B)(4) event date of 28-may-2025. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 1 week prior surrounding the date of (B)(6) 2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: (B)(6) 2025 18:44:00.000, (B)(6) 2025 18:54:00.000, (B)(6) 2025 23:39:00.000, (B)(6) 2025 23:49:00.000. Lostsensor2alert (781) was found on: (B)(6) 2025 19:11:00.000, (B)(6) 2025 19:21:00.000, (B)(6) 2025 03:03:00.000, (B)(6) 2025 03:13:00.000. Sensorerroralert (801) was found on: (B)(6) 2025 14:19:23.000, (B)(6) 2025 14:29:00.000, (B)(6) 2025 22:52:57.000, (B)(6) 2025 23:02:00.000, (B)(6) 2025 00:52:58.000 to (B)(6) 2025 21:37:00.000. Sensorsignalnotfound (796) was found on: (B)(6) 2025 19:57:00.000, (B)(6) 2025 20:07:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert, sensor signal not found or unexpected sensor errors or anomalies were noted during testing. The pump properly paired to minimed mobile app on a samsung galaxy s21 phone and apple iphone 06. No pump/mobile (bluetooth) communication anomaly noted. Low battery alert was found on: (B)(6) 2025 19:44:01.000 power loss alarm was found on: (B)(6) 2025 22:57:58.000, 05/23/2025 22:58:06.000. Pump error 23 alarm was found on: (B)(6) 2025 22:57:36.000. Insert battery alarm was found on: (B)(6) 2025 23:17:43.000. (B)(6) 2025 22:45:23.000, (B)(6) 2025 22:45:26.000. (B)(6) 2025 22:59:38.000. Failed battery alert/battery failed alarm was found on: (B)(6) 2025 22:45:24.000. (B)(6) 2025 22:55:00.000. Pump error 68 alarm was found on: (B)(6) 2025 22:56:23.000. Pump error 49 alarm was found on: (B)(6) 2025 22:56:23.000. (B)(6) 2025 22:57:07.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 06:02:57 am. There was no power data available for the date of (B)(6) 2025. Unable to check power data for low battery alert and failed battery alert/battery failed alarm. Pump error 68 alarm, pump error 49 alarm, pump error 23 alarm and power loss alarm were expected since the pump restarted due to power loss. No unexpected low battery alert, failed battery alert/battery failed alarm, pump error 68 alarm, pump error 49 alarm, pump error 23 alarm and power loss alarm noted during testing. Multiple no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2025 during bolus/basal deliveries. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.70 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for possible under delivery anomaly, pump/transmitter communication anomaly and pump/mobile (bluetooth) communication anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.